Event description:
It was reported that the 2600 system stopped saving images from the foot switch. The workstation save button was used, and over time, the save function was taking longer to save the image. The system was rebooted and the error code 253 was displayed on the workstation monitor.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep exchanged the foot switch and checked operation, exchanged control panel processor, and repaired p8 pin 4 on the video switching pcb. The system was tested and operates as intended.